Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the circumflex with heavy tortuosity and calcification. The 1.2 x 6 mm mini trek was advanced with some resistance noted. The balloon was inflated to 14 atmospheres (atm) for 20 seconds; however, the balloon ruptured during the second inflation of 14 atm for 20 seconds. Rotablation was performed and a non-abbott balloon was used for dilatation. A xience v stent was implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: heartrail li4.0. Physical resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Furthermore, balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, there was no report of any leaks noted during preparation for use and the balloon was initially pressurized once without incident, which indicated that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as heavily tortuous, heavily calcified and 99% stenosed, which likely contributed to the reported difficulties. It is likely that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement and thereby contributed to the reported resistance. This interaction likely caused the balloon material became damaged (scratched) as a result, such that the balloon ruptured during the second inflation attempt. Based on the information provided, the reported resistance with the lesion and subsequent balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually/dimensionally inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot that could have contributed to this complaint. There is no indication of a lot specific product quality deficiency.